Event description:
Caller states that during a proficiency study the coaguchek s system produced a result of 6.5 inr when the range was 3.8-5.9 inr. No adverse event reported. Requested return of suspect system and replacement was sent.